Event description:
It was reported that the patient had a surgical site infection. The patient¿s devices were removed back in (B)(6) 2014 and the manufacturer representative did not cover the account at that time. In discussing the patient with their health care provider (hcp) the manufacturer representative was informed that they had returned a couple weeks after implant for follow-up with the pocket site looking infected. The hcp removed the implantable neurostimulator (ins) and lead and the patient had no further issues. The patient was asking to be reimplanted due to the device effectiveness.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fujh, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the patient had their implantable neurostimulator (ins) removed due to an abscess and was working with the manufacturer¿s representative in nov/early dec regarding putting in another ins on their other side. If additional information is received, a follow-up report will be sent.